Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Patient stated values were 30 points off. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.